Manufacturer narrative:
(B)(4). Date sent: 07/27/2016. (B)(4). The analysis results found that the atw35 device was received with the firing mechanism damaged and with a tr35b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. In addition another cartridge was received fully fired. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic appendectomy and the first endocutter with a white reload, no buttressing material, was applied to tissue, an audible crunch could be heard but the endocutter wouldn't fire. The device was removed from tissue, a blue reload was tried with the same endocutter, and the endocutter wouldn't fire on tissue. A like endocutter of the same product code, unknown reload, was used to complete the procedure with no consequence to the patient.